Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that insulin pump received a critical pump error alarm. Customer's blood glucose was 146 mg/dl. It was reported that display screen showed an open book icon. She was changing out her infusion set and battery the night before and then she dropped the pump in the bathtub. Customer stated the insulin pump was exposed to the water for two seconds. During troubleshooting, the customer stated there was fluid in the battery compartment. She was advised to disconnect from the insulin pump. The o-rings were in place. Troubleshooting was stopped because she received the critical pump error. Insulin pump will be returning for analysis.

Manufacturer narrative:
Unit was received with critical pump error and pump error confirmed in history file due moisture damage to force sensor. Unit was received with corroded electronic assemblies, corroded motor home switch and corroded battery tube. Unit was received with minor scratches on case and minor scratches on lcd window.